Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to hickman titanium port single lumen products that are cleared in the us. The pro code and 510 k number for the hickman titanium port single lumen products are identified in d2 and g4. Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical sample was not returned for evaluation, one photo was provided for review. The photo shows a clinician holding an implanted port with the catheter still attached. Part of the catheter remains inside the patient¿s body, while the remaining segment is connected to the port. Therefore, the investigation is confirmed for the reported catheter fracture, and suction issue. The definitive root cause could not be determined based upon available information labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port replacement procedure using hickman titanium port single lumen via the internal jugular vein, with the port positioned two transverse finger breadths below the clavicle. During routine maintenance on (B)(6) 2026, the healthcare provider (hcp) noted that although cannulation was achieved without causing damage, no blood return was observed upon needle withdrawal. Multiple adjustments to the needle angle and direction did not restore blood return. An immediate x ray revealed a fracture at the catheter connection point of the port, and urgent port removal was scheduled on the same day. There was no reported patient injury.

Event description:
A patient underwent a port replacement procedure via the internal jugular vein, with the port positioned two transverse finger breadths below the clavicle. During routine maintenance on (B)(6) 2026, the healthcare provider (hcp) noted that although cannulation was achieved without causing damage, no blood return was observed upon needle withdrawal. Multiple adjustments to the needle angle and direction did not restore blood return. An immediate x ray revealed a fracture at the catheter connection point of the port, and urgent port removal was scheduled on the same day. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to hickman titanium port single lumen products that are cleared in the us. The pro code and 510 k number for the hickman titanium port single lumen products are identified in d2 and g4. H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.